Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the vizigo sheath hub. Microscopic examination in the hemostatic valve surface showed stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath, causing the dislodgment of the valve, the stress marks, and physical damage observed, which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab identified a hemostatic valve separation issue. It was initially reported by the customer that even though they were able to flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, they were not able to insert the dilator. There was resistance when trying to do it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The case continued. There was no patient consequence. On 10-dec-2021, the catheter was inspected by the bwi pal found the hemostatic valve dislodged inside the vizigo sheath hub. This finding is considered to be considered to be an MDR reportable malfunction.